Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the foreign matter could not be identified. No physical damage to the device was found where the foreign material remained. The presence of foreign material was confirmed however the cause of the foreign material was unknown. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the oes cystonephrofiberscope had a blurry image. The issue was observed during preparation for use. There were no reports of patient or user harm associated with this event. The device was returned to olympus for a device evaluation and found foreign material attached to the objective lens. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer's allegation was confirmed. In addition to the reported in b5, the device evaluation found the following: there were specks in the image due to a broken image guide bundle, the bending angle in the up direction did not meet the standard due to wear of the angle wire, the connecting tube was wrinkled, there was stickiness on the grip, there was corrosion on the venting connector under the grip, there was corrosion on the forceps channel port, and there was corrosion on the controls due to water leakage. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.